Manufacturer narrative:
(B)(4). Evaluation summary: the mitra clip delivery system (cds) was returned and flushed, when fluid was seen leaking from the sleeve handle flush port area. The handle was disabled and the leak was seen at the glue fillet around the connection between the hemostasis valve to the steerable sleeve shaft. Based on the results of the investigation, it was determined the leak may be related to variability in the manufacturing method. There is no indication of a shift in the performance of the device. This is based on the review of the manufacturing records and the complaint device analysis. A review of the complaint handling database found no other similar incidents from this lot for leaks. The lot history record was reviewed and showed this lot met specifications. These devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for a leak found during preparation, which has the potential to cause or contribute to injury if used in the anatomy. It was reported that during device preparation, while flushing the mitraclip delivery system (cds), a leak was noted coming from the sleeve handle around the flush port during flushing. The stopcock was tight. A new stopcock was used; however the leak continued. The cds was not used in a patient. There was no clinically significant delay in the intended procedure. No additional information was provided.